Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon and stent damage occurred. The target lesion was located in a calcified mid left anterior descending artery. While prepping the taxus liberte' 2.5x20mm drug eluting stent, the stent moved on the balloon. The taxus liberte' stent and a balloon were inserted to perform a kissing balloon technique. The physician encountered difficulty advancing the stent delivery system (sds). Excessive force was applied in an attempt to advance the sds. The entire system was removed and the stent struts were found to be turned up. The procedure was completed with another taxus liberte' stent. No pt complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.